Event description:
It was reported that during the procedure, the coil (subject device) migrated from the implanted target location. When the physician attempted to place the subject coil back in the target location, it got stuck and stretched. It was observed that the tip of the subject coil was broken during the manipulation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was kinked/bent, the main coil was extremely stretched and was broken. Functional inspection was not carried out due to damage to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was seen to be damaged when it was returned for analysis. Therefore the as reported can be confirmed based on the analysis. The as reported as well as the as analysed events can be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the coil (subject device) migrated from the implanted target location. When the physician attempted to place the subject coil back in the target location, it got stuck and stretched. It was observed that the tip of the subject coil was broken during the manipulation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.